Manufacturer narrative:
The t:slim g4 pump user guide states: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill alert occurred after customer attempted to reload a cartridge that contained 25 units of insulin. Customer reported an elevated blood glucose (bg) level of 269 (mg/dl). A manual injection was delivered to address bg levels. Customer added additional insulin to the cartridge and completed the load process successfully.